Event description:
Boston scientific received information that this left ventricular lead had dislodged. A revision procdure was performed; the lead was removed and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.